Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced sustained hyperglycemia with readings up to 400 mg/dl for approximately a day and a half, after which the user was advised by their healthcare provider to disconnect and use subcutaneous insulin injections. The user later reconnected to the ilet and glucose returned to range. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education and review of device use data. Investigation of this case revealed no device alarms indicative of malfunction, no reported infusion set issues, and an unclear cause for the hyperglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.